Event description:
During training by a zoll medical sales representative the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.